Event description:
It was reported that the customer's insulin pump was making a constant tone. The customer further stated that the buttons on the insulin pump were not responding. The customer stated that the screen was frozen but that the time was changing. The customer's blood glucose was 248 mg/dl. Troubleshooting was done. The customer received no alarm on the insulin pump. The customer mentioned that he had gradually received the alarm circle and that the tone noise began one minute after reinserting a battery into the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.